Event description:
It was reported that a patient underwent abdominal closure procedure on (B)(6) 2023, and barbed suture was used. The fixation feature broke during surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what is the lot number? Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it was received one needle suture piece that pertained to the product code sxpp1a406. Upon visual inspection of the returned sample, the section of the fixation tab was not received for evaluation. In addition, body fluids and damages were noted in some barbs and the extreme was noted to be cut possibly caused by a surgical instrument. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.